Event description:
It was reported that a patient had tenderness and discomfort along their lead wire. It was stated that the patient required hospitalization and surgical intervention. The doctor was going to do "wound exploration with a "possible explant if necessary". The patient's symptoms were drainage and incisional wound opening, erosion, pain, and redness at the lead location. It was stated that the issue was located between the lead incision and the lead/extension connection site. It was stated that the patient also experienced an "ongoing tightness" along the extension wire. It was stated that it "felt as though it may be pulling downward away from the head". Additional information received reported that the cause of the event was not determined. It was stated that they were not sure if the issue had resolved. The patient's wound was cleaned "surgically" and antibiotics were administered. It was noted that the reporter had not spoken with the surgeon to know if the tests were positive. The patient had two systems implanted and it was not clear which system had the issue. Refer to manufacturer report #3004209178-2013-21590 for information on the other system.

Event description:
Additional information received reported that the patient¿s entire left side system was removed. This refers to the implantable neurostimulator (ins) reported in manufacturing report #3004209178-2013-21590.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va07u49, implanted: (B)(6) 2013, product type: lead; product ID 3389s-40, lot# va05lg5, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (b)(40, implanted: (B)(6) 2013, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that at the time of the original report they thought they could clean the area and it would heal. It ultimately was infected and had to be removed.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient's wound had healed and that there were no other issues at the time of the report. If additional information is received, a follow-up report will be sent.